Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on three (3) patient samples when processed on an advia centaur xpt analyzer. The calibration and quality control (qc) were in range on the day of the event. Siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, performed a decontamination of the system and found that the acid pump malfunctioned. Then, the cse replaced and primed the acid pump, installed new reservoirs and primed the system. Next, the cse ran qc and a patient sample, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on three (3) patient samples when processed on an advia centaur xpt analyzer. The initial results were not reported to the physician(s). The same samples were reprocessed on the original analyzer and obtained lower results. The lower results were considered correct since it matched the clinical history of the patients and were reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the elevated thcg results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00062 on 20-feb-2025. Additional information (06-mar-2025): in addition to the service activities mentioned in the initial report, a siemens customer service engineer (cse) replaced the wash separation manifold, reagent probes 1 (r1) and 2 (r2), luminometer, vacuum regulator, and waste reservoir bottle tubing/cap. Siemens further evaluated the event and concluded that the issue with the vacuum caused the falsely elevated total human chorionic gonadotropin (thcg) results. Component code and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.